Event description:
A patient reported experiencing inaccurate erratic results with an ot basic enhanced meter. The patient's blood glucose results were 500mg/dl(this was the only result provided in the reported issue notes). Tests were done less than 10 minutes apart with a difference of greater than 20%. Patient did not experience any adverse events. No further information has been reported.